Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this aortic pericardial valve, implanted approximately five (5) years, was explanted due to aortic stenosis and regurgitation secondary to leaflet immobility. This device was originally implanted at different facility to treat aortic stenosis. This device was explanted and replaced with a 21 mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital.

Manufacturer narrative:
Device evaluated by manufacturer: due to biohazard concern, only visual observational evaluation was performed on the explant in a biosafety hood and no x-ray radiograph was taken as the patient had a history of hepatitis c virus infection. The wireform of the valve appears to be somewhat deformed with the commissures being pulled outwards, presumably related to the explantation of the device. As received, all three leaflets were noticeably stiff when probed with the forceps. Calcification nodules were detected on each of the leaflets by probing with forceps. Extensive host fibrous (pannus) tissue overgrowth was observed on the inflow surfaces of leaflets 1 and 3. The host tissue growth on the outflow side is mild as received. There is a laceration on the outflow surface of leaflet 1 near commissure 1, most likely resulted from a sharp instrument during the explantation. Mild leaflet tissue damages, most likely related to the explantation, were observed at commissures 1 and 2. These findings suggest that the valve was undergoing calcific structural valvular degeneration. The calcification and host pannus growth appear to be severe enough to restrict the leaflet mobility leading to the reported aortic stenosis and regurgitation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Stenosis/regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it was determined that the root cause of this event was calcification on all three (3) leaflets and host pannus growth as demonstrated in the device evaluation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth contributed to a lesser degree to this long-term explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.